Manufacturer narrative:
Unit motor error alarmed during occlusion test due to faulty force system sensor to perform occlusion test, prime, force system sensor and excessive no delivery tests or verify excessive no delivery alarm due to motor error alarm. Unit was received with normal operating currents and passed self, restart error, rewind, basic occlusion and displacement test. Motor passed motor test. Unit vibrator function properly and no loud anomaly noted. Unit had minor scratched lcd window, cracked lcd window,cracked case at display window corners, cracked battery tube threads and broken reservoir tube lip. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
The customer reported via phone call that the insulin pump vibration feature is too loud. Customer's blood glucose was unknown at the time of incident. The customer was advised that the device would be replaced and agreed to return the product for analysis. No further details given.